Event description:
On (B)(6) 2025 a 74-year-old patient had a left atrial appendage closure with an amulet closure device. The patient was stable after the procedure and discharged the same day. The patient expired later that night. The presumed cause of death was erosion of the left atrial appendage on the pulmonary artery.